Manufacturer narrative:
(B)(6).

Event description:
It was reported that two electrodes detached from the distal tip of the ambient super turbovac 90 wand and were retained in the patient. The procedure was completed using a back-up device. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection under magnification shows the bottom two electrodes have been detached with jagged edges where detachment occurred. There are scratch marks present on the back and side of the cap as well as on the black shrink tube near the distal end of the wand which is consistent with coming into contact with another metallic object. The customer¿s complaint has been visually verified and the root cause was determined to be associated with the device potentially coming into contact with a metal object such as the boundaries of a cannula. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.